Manufacturer narrative:
Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility where the reported complaint was confirmed as the device would not re-boot. On internal inspection it was observed that the trizeps board was dislodged from the sbc (single board computer). Once the trizeps was reseated the device functioned correctly. The device was soaked for 24 hours (vigorous testing) and all parameters were running and reading correctly. Testing and verification was completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. No parts required device functions are working correctly. Based on the information available and testing conducted, the cause of the reported problem was the trizeps 7 board becoming dislodged. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after the engineering activity. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device had a complete failure on boot up.